Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found broken in half with the broken part missing. It could not be confirmed that the customer received the sensor in this condition due to the sensor being returned opened and used.

Event description:
Customer reported that her sensor glucose reading was 73 mg/dl while her blood glucose reading was 210 mg/dl at the time of the call. Customer also reported receiving a bad sensor alert and two calibration errors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.